Event description:
This is an international report where a sales representative was informed about a leak incident. Reportedly, on (B)(6) 2011, home patient (hp) detected that solution leaked through the transfer set. There was patient involvement. There were no reports of patient injury, medical intervention, or adverse event. Profilactic treatment was administered (vancomycin 1gr). Additional information received in (B)(6) 2011 clarifies there was patient involvement. This issue was detected prior to connection to home choice equipment.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. The root cause was not determined. The lot number is unknown; therefore a batch review cannot be performed.